Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the hcp office did not have anything to do with the MRI and the MRI was from podiatry. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having an unrelated MRI. The MRI technician was getting the poor communication icon on the patient programmer when trying to connect with the implant. The patient has not charged their implant recently but was not aware of the inability to communicate using their patient programmer prior to today. There were no patient symptoms reported and no complications reported. Additional information was received from a consumer and a representative (rep) regarding the patient. It was reported that the patient tried to charge sunday and could not do so. The rep used antenna locator but was unable to resolve the issue. No further complications were reported. Additional information was received from the representative (rep) and the consumer regarding the patient. It was reported that the patient replaced the batteries of the programmer and charged normally to 1/2. They were receiving effective therapy. No further complications were reported.